Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced swelling at the implant site due to repeated head trauma. Subsequently on (B)(6) 2015 the device was explanted.